Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). (B)(4). Failure (event) observed during analysis. Final analysis found medical adhesive on the proximal ring electrode. This caused lead impedance to be over specification at 1198 ohms.

Event description:
This report is to advise of an event observed during analysis.